Event description:
A customer contacted beckman coulter (bec) to report that the vc222 waste (vcs) chamber on their unicel dxh 800 coulter cellular analysis system had cracked at the top of the chamber. It could not be confirmed if the instrument generated any error messages or flags as a result of this incident. The customer was wearing gloves at the time of the incident. No injury or exposure was reported. Medical attention was not sought. No erroneous patient results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and upon inspection confirmed that the waste vacuum chamber (vc222) was cracked not allowing proper drainage of the baths causing a leak. The fse replaced the cracked vc222 chamber with a new waste vacuum chamber which resolved the issue. The cause of the leak is attributed to a cracked waste vacuum chamber. It is unknown how the waste vacuum chamber became cracked. There has been no recurrence of this incident reported by the customer to date. (B)(4).